Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. The delay was found to be approx 3 seconds. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's eval of a spectrum pump, it had a delayed keypad. There was no pt involvement.